Event description:
Customer reported feeling like he may pass out with a result of 99 mg/dl obtained on the aviva system; paramedics were called and obtained an unk lower result within 10 mins on their meter, and treated the customer with a "sugar shot". Requested return of suspect device and replacement was sent.